Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular, that during vein harvesting, the tip of the virtuosaph broke off. There was a few minute delay of radial until they opened new device. The correct generator settings were being used. Product was changed out procedure completed successfully.